Manufacturer narrative:
(B)(4).

Event description:
It was reported that after pre-dilating the lesion via femoral access with a non-abbott 3.0 x 15 balloon dilatation catheter via one inflation to 6 atmospheres (atm), a 4.0 x 18 rx xience xpedition stent delivery system (sds) was advanced over a whisper ms guide wire and to a non-calcified lesion in a very heavily tortuous, 40-millimeter, left circumflex coronary artery with a 140-degree bend, without resistance, and the stent was deployed successfully via two inflations, with the highest inflation pressure at 14 atm. However, after balloon deflation (lasting 10 to 15 seconds) without issue and withdrawal from the stent without issue, although the sds was under negative pressure, resistance was felt during withdrawal from the anatomy, reportedly due to the heavy vessel tortuosity; force was required to remove the device from the vessel. The stent was angiographically confirmed to be apposed to the vessel wall. The procedure was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance; failure to follow steps. It was not possible to perform an analysis on the product because the stent implant remains in the patient, the lot and serial number were not provided, and the delivery system was not returned to abbott vascular for investigation. There was no report of any damage noted to the stent delivery system or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported complaint. It was reported that post-deployment, the device was held under negative pressure for approximately 10 to 15 seconds prior to attempting withdrawal. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to deflate the balloon by pulling negative on the inflation device for 30 seconds. The balloon likely did not fully deflate or was not well refolded because negative pressure was not held long enough, causing resistance during withdrawal as the balloon interacted with the vessel. Additionally, it was reported that force was applied when resistance was met. It should be noted that the IFU states that if during withdrawal of the catheter resistance is encountered, improve balloon rewrap by re-inflating the balloon up to nominal pressure and re-deflating the balloon for 30 seconds. However, this deviation did not contribute to the complaint. There is no indication of a product quality deficiency.